Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during a patient infusion. The device was infusing meropenem when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. However, the customer was able to provide photographs of the actual device. Should an evaluation be possible using these photographs, a follow-up medwatch will be submitted upon completion of the evaluation or if any additional information becomes available.